Event description:
It is reported that during surgery on (B) (6) 2009, the surgeon noticed that the locking ring seemed out of place. After he tried to insert the poly liner it would not engage. The locking ring was badly bent and sitting at the bottom of the shell. The surgeon then took a locking ring out of another shell. Surgery was delayed 30 mins. Locking ring was returned for evaluation. Shell was implanted.

Manufacturer narrative:
(B) (4). Evaluation summary: the returned locking ring shows substantial deformation. The returned liner shows grooves on the outer surface consistent with the shape of the locking ring, including some near the periphery of the contact area with the acetabular cup. The most likely cause of failure is that the locking ring was out of place when the liner was first placed into the acetabular cup. Subsequent efforts to place the liner resulted in deformation of the locking ring and inability to properly seat the liner. Device history records indicate all components were manufactured and inspected to specification.